Manufacturer narrative:
Journal reference: deuschl el at. " a randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p. 896-908. Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each pt may have experience more than one complication. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article. See scanned pages.

Event description:
Journal reference: deuschl et al. " a randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p. 896-908. The article describes the results of a randomized-pair trial of 156 pts with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication only. A number of neurostimulation pt complications were reported. Reportable event(s): eight patients experienced dysarthria (5 mild, 3 moderate) post dbs system implant. Treatment and outcome information was not provided.